Manufacturer narrative:
Additional information was received on 20-aug-2024, customer reported that the debris did not touch patient's eye. Their surgeons try to remove it first by compressed air and if that doesn't work, they replace the unit. This case is not a reportable malfunction, and no further information will be provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported a smear on the lens of the cone of a patient interface. No further information was provided. This report is 2 of 2 reported.

Manufacturer narrative:
Note: acknowledgement 2 for this report was received on august 16, 2024. There was a delay in receiving acknowledgement 3 due to FDA center¿s back-end system being down for maintenance. Therefore, this report was resubmitted on (B)(6) 2024, due to failed acknowledgement 3 that was received on monday, (B)(6) 2024. The failure was attributed to the electronic processing of the emdr by FDA due to exceeding the number of characters in section e1 for city: state, province, or territory. The number of characters has been reduced however the information initially submitted was not changed. Section a2, a3, a4 and a5: information was requested but it is unknown/ not provided. Section d6a: if implanted, give date: not applicable, as device is not an implantable device. Section d6b: if explanted, give date: not applicable, as device is not an implantable device. Section e1: telephone number, (B)(6). Section h3: the patient interface was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.